Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was inflated to rated burst pressure and then deflated without any issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was inflated 3 times at 14 atmospheres. However, a problem has occurred where a deflation was unable to perform in the final inflation, so the procedure was completed. The device was removed with the balloon insufficiently deflated state. No patient complications were reported.

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was inflated 3 times at 14 atmospheres. However, a problem has occurred where a deflation was unable to perform in the final inflation, so the procedure was completed. The device was removed with the balloon insufficiently deflated state. No patient complications were reported.